Event description:
The customer reported that during a case, the user was unable to ventilate the patient on the machine. This was not the first case of the day. The pt was masked and pre-oxygenated. The user intubated the patient and then connected the patient to the machine. The bag was enlarged and the user tried to squeeze and noted no flow. The user chose to re-intubate the patient. The pt's spo2 indicated that the patient was at normal levels after the pre-oxygenation. There were also no co2 readings during the pre-oxygenation period. The pt was reported to have de-saturated quickly, indicating that they were not getting pre-oxygenated via the mask as initially intended. The patient was ventilated with an alternate device; however, then the user heard the machine make a pop sound and then the machine started to function normally. The user completed the case using the machine. No patient injury.